Manufacturer narrative:
Investigations findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Manufacturer narrative:
The reported issue of "filling of saline bag": was addressed by CAPA. There was no patient involvement as per the technician. The technician was not able to duplicate the reported issue. The machine is back in service. A device history record review was conducted and confirmed that there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specification.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. The issue could not be duplicated and the machine is back in service.